Manufacturer narrative:
The reported impedance anomaly and setscrew anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. Test leads were able to be normally inserted into the header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the implantable cardioverter defibrillator exhibited a setscrew anomaly and high impedance on the left ventricular channel. The device was not used and a new device was implanted. No patient symptoms were reported.